Event description:
The complainant reported that following seven days of lvad support on an adult pt, an ab5000 console stopped pumping without warning. Even though the machine was still on, as indicated by the functioning lcd, the pumping reportedly ceased function. The machine turned back on spontaneously and intermittently failed again by turning off. The pt was successfully supported using the hand pump, a component of the ab5000 console, until the console was replaced with a backup unit. No adverse effects were reported to have occurred as a result of this event.

Manufacturer narrative:
Conclusions: cause of event unknown. An on-site evaluation of the ab5000 console involved in the reported event was conducted by both user facility biomedical technicians and manufacturer's field service representatives. The console remained asymptomatic throughout testing. It was then returned to the manufacture for an in-depth examination of all specifications. Extensive testing to try to reproduce the reported failure mode was conducted which included visual inspections, functional testing, software testing, and environmental challenges. Suspected routes of malfunction for the reported symptom involve a hard failure of the compressor, valves, and/or speaker. All of these components tested to be functional and acceptable. The console was also examined at the system level including all tubing, wiring, and bearings. No deficiencies were identified. Additionally, the service history, manufacturing records, and complaint history were reviewed. The data show this was the only reported occurrence of this type of failure for this console. Two hypothetical scenarios were identified as potential causes of the reported failure: a unique and isolated occurrence of multiple, simultaneous failures which, in synchronicity, were capable of inhibiting the system alarms and the pumping, and/or, human error. However, neither situation can be substantiated. The failure mode could not be reproduced and the console tested to be functional and within all acceptable specifications; therefore, a root cause of the reported event cannot be identified. Because no failure could be identified, no corrective action is warranted. This event type and failure mode will continue to be monitored in abiomed's quality system.